Event description:
Initial report: this case was reported by a physician and involves an (B)(6) female pt. Neither medical history nor concomitant drugs were provided. She was treated with poly-l-lactic acid (sculptra, nasolabial and mentolabial). After approx 1 1/2 years, the pt developed a nasolabial granuloma, therefore she was treated with cortisone. Outcome at time of report: ongoing. Additional info rec'd on 11-jan-2008 addendum provided by physician (dermatologist): this case involves a (B)(6) female pt. On (B)(6) 2005, the pt was treated with 5 ml poly-l-lactic acid (diluted in 5 ml distilled water) in combination with 1 ml prilocaine (application site: nasolabial, corner of mouth, and chin). On (B)(6) 2007, approx 1 3/4 years after injection of poly-l-lactic acid, a sudden appearance of granuloma with livid hardening at the injection area was recognized. Corrective treatment included steroids and triamcinolone ((B)(6) 2007). Outcome: signs and symptoms improved, however, the event was still ongoing at time of report. Medical history includes a weight gain of approx 10 kg six months before the reported event. Follow-up info received on 8-dec-2009. Assessment after ptc investigation: batch record review without hint to root cause conclusion: no faults detectable.